Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2015. "A laparoscopic bilateral salpingectomy for sterilization was then performed using the harmonic scalpel. On inspection of the uterus, dr (B)(6) noted circumferential blanching, approximately 1cm in diameter, on the fundal serosa between the midline and left cornua. No perforation was identified. The bilateral salpingectomy was completed without incident. Dr (B)(6) was in frequent contact with her patient post-operatively and no complaints were reported. On (B)(6) 2015 - 10 days post-ablation - the patient was admitted with an acute abdomen. A CT-scan demonstrated a possible perforation. A thermal injury with perforation was found on the jejunum requiring bowel resection and primary anastomosis". It is unknown when the patient was discharged.